Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The right iliac stent occlusion and the left iliac stent stenosis event are confirmed. The superior stent margin of the left iliac limb was 3.2mm above the right however, without comparative imaging it cannot be determine if this was user error at implant or stent movement. Device, user, procedure or anatomy relatedness of this event could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported as doing good with no intervention scheduled at this time. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this event and similar events in the event further investigation is needed. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, occlusion of the right limb graft and thrombus and stenosis of the left limb graft was identified by a CT (computed tomography) during a routine follow up. The patient was reported as doing good and is currently be monitored.